Event description:
Pt had port inserted 3/20/96. On 3/20/97-due to a radiological procedure the catheter was determined to be broken inside the pt. On 3/27/97 the catheter was removed by arterial catheterization from right pulmonary artery.